Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours on the arm. Patient had blood glucose levels of 400 mg/dl. The patient was taken to the endocrinologist and diagnosed with an infection. The patient was treated with a prescription that they cannot remember the name of.